Event description:
On 9/3/98 an epidural catheter was placed in an 81-year old female pt during a four-hour surgical procedure. Approx 1.5 hrs post-op, the catheter was removed. The nurse experienced difficulty removing the catheter. The catheter tip appeared stretched upon removal and approx 2-5 mm appeared to be missing. The pt has a rare degenerative disease. Catheter fragment was observed in x-ray and remains in the pt.